Manufacturer narrative:
Block a4: patient's weight: 79.5 kilograms. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the additional device used to remove the stent.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was to be implanted to treat a malignant biliary stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent would not fully expand. The stent was removed from the patient with a foreign body device, and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was to be implanted to treat a malignant biliary stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent would not fully expand. The stent was removed from the patient with a foreign body device, and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Blocks e1 (initial reporter address 2 and initial reporter city), e3, e4 and h11 were corrected. Block a4: patient's weight: 79.5 kilograms. Block e1: initial reporter facility name: (B)(6) hospital; reported here as the facility name exceeded character limit for the designated field. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the additional device used to remove the stent.